Event description:
A peritoneal dialysis (pd) patient's caretaker reported that there was drain issues associated with the patient's treatment. When patient attempted to re-setup with new supplies fluid was found inside the cycler. Caretaker was advised to let the cycler dry overnight and then attempt to use it for the next treatment. In a follow up with the patient's pdrn, it was reported that the patient has been able to use the cycler every night since the leak and has no further issues. There was no harm, adverse event or intervention associated with the fluid leak. The cycler set is not available to return as a sample.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that there was drain issues associated with the patient's treatment. When patient attempted to re-setup with new supplies fluid was found inside the cycler. Caretaker was advised to let the cycler dry overnight and then attempt to use it for the next treatment. In a follow up with the patient's pdrn, it was reported that the patient has been able to use the cycler every night since the leak and has no further issues. There was no harm, adverse event or intervention associated with the fluid leak. The cycler set is not available to return as a sample.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.